Manufacturer narrative:
Qn #: (B)(4).

Event description:
It was reported "a single-lumen catheter is inserted into the femoral artery, and it is evident that the dilator is 'flared' at the tip and the guide is bent." There was no patient harm or injury. No medical intervention required. The patient's current condition is unknown at this time. Associated MDR numbers include: 3006425876-2025-00832 and 3006425876-2025-00836.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "a single-lumen catheter is inserted into the femoral artery, and it is evident that the dilator is 'flared' at the tip and the guide is bent." There was no patient harm or injury. No medical intervention required. The patient's current condition is unknown at this time. Associated MDR numbers include: 3006425876-2025-00832 and 3006425876-2025-00836.